Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope¿ as below. [Inspection of the endoscope] 1 inspect the control section, video connector, and light guide connector for excessive scratching, deformation, loose parts, or other irregularities. 2 inspect the electrical contacts on the video connector for corrosion. 3 inspect the surface of the insertion section for cracks, dents, bulges, or other irregularities. 4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there noise on the image due to damage on the charge-coupled device unit. Upon further inspection, it was observed that the forceps stopper mouthpiece (forceps channel port) was shaved off due to physical stress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the angulation lever did not move smoothly due to a broken control section. It was also observed that the label on the light guide connector was peeled. It was observed that the video cable had a wrinkle due to deterioration or excessive bending. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: light guide connector, control unit, connecting tube, video connector, video connector case, video cable, universal cord, insertion tube rotation ring, lock engagement lever, up-down plate, angulation lever, grip and on the image guide protector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the uretero-reno videoscope had noise on the image during rotation mechanism operation. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps stopper mouthpiece was shaved off which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.